Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) application freezes when calling a patient from scheduled patients list (which was formerly transferred via worklist in the scheduled patients list). Only a restart of the mvs brings the system back up. The system works fine, when not calling this specific patient. Troubleshooting - analysis showed data at worklist field study description too long/not unique - causing error. The worklist transfer with other patient data was checked. The system functions were checked. Details of the study description field content and message were sent to in-house it for contacting the pacs vendor to solve this type of data entry in the worklist study description field. The failure seems not to be caused by the imaging system dicom interface. A software investigation was also completed. This investigation also concluded that the reported issue was directly caused by an issue with the customer site pacs system communication, not by a malfunction with the imaging system. The software was determined to be functioning as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed an error. The reported error pertained to a worklist transfer, and stated that the system required a restart. This error is reportedly not experienced when the user does not use the worklist. The system was restarted and the error was cleared. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted.